Manufacturer narrative:
After the eval is completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The reporter claimed that there is a self-reboot issue with the one touch ping insulin pump. There is no serious injury associated with this complaint. During troubleshooting, the animas healthcare rep noted that the insulin rebooted by itself and resumed by itself with ongoing cs alarm that would not clear. The date and time was correct. The pt denied loosening the battery cap before or after the current alarm warnings. There was no damage to the battery cap or the insulin pump. This complaint is being reported as a malfunction due to the alleged self-reboot issue.